Manufacturer narrative:
Product complaint # (B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified.

Event description:
It was reported that a patient underwent an appendicitis procedure on (B)(6) 2019 and suture was used. It was reported that the needle broke during the surgery. The broken piece was retrieved from patient. Changed another one to complete surgery. There was no adverse patient consequences.